Manufacturer narrative:
Due to character limitation in e1 event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during use on the patient, the cardiosave intra-aortic balloon pump (iabp) unit may require maintenance message. No patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field: e2, e3 (event site state). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the system was not coming up. The scroll compressor failed. The fse replaced the scroll compressor as it was expired. Two ribbed grommets were replaced because they were worn. The fse completed a full preventive maintenance (pm) with calibration, safety, and functionality checks per the service manual. The iabp was returned to the customer for clinical service. The failure analysis and testing dept. Received compressor with a reported unit failure of a "iabp may require maintenance message." The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Tested for 2 hours with no failure confirmed. Retaining the part in the failure analysis and testing department per procedure.